Event description:
It was reported that a malfunction alarm occurred with the pump, displaying malfunction code malf 0. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information on how to reset the pump and assisted the caller with the process. After the reset, the malfunction code did not recur, and the customer was able to continue using the pump.